Event description:
It was reported that a user attempted to start a new freestyle libre 3 plus sensor with the ilet app and received an incompatibility alert; the packaging confirmed the sensors on hand were freestyle libre 3 rather than 3 plus, and the user was advised to obtain compatible sensors through a distributor or pharmacy. Symptoms included no adverse clinical effects. Outcomes included inability to pair the sensor with the system. Investigation included device history and technical review of compatibility and product labeling guidance, as well as user education and troubleshooting. Investigation of this case revealed a device compatibility issue attributable to use of a noncompatible sensor model with the ilet system. It was concluded, based on previously established findings for similar reports, that the cause was user device compatibility mismatch.